Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that the nozzle was obstructed with a solid and dark rubbery material, which did not appear to be related to ke-45 silicone rubber. The evaluation also found worn out adhesive on the bending section cover, a leaky electrical-connector unit mouthpiece pin, a deformed celling plate, a wrinkled universal cord, worn rubber on the switch button 1 and out of specification angulations, the biopsy channel was worn with coloring and scratches found inside the channel but were not impacting the function. The insulation resistance value was out of specification (plastic distal end cover damaged). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had difficulty entering air for the leak test during reprocessing. During the testing and inspection of the returned device, the nozzle was determined to be clogged. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The clogged material was likely ke-45 silicone rubber. Olympus will continue to monitor field performance for this device.